Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from results obtained of 145 mg/dl and meter to meter comparison of 123 mg/dl using true metrix meter and 77 mg/dl using another device. The customer does not know their expected blood glucose test result range. The customer reported feeling sweating and having a fast heartbeat; medical attention was not needed at the time of the call. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/14/2026 and open vial date is 1-2 weeks. The meter memory was reviewed for previous test result history: result 1: 123 mg/dl, date: (B)(6), time: 6:57pm fasting, result 2: 91 mg/dl , date: (B)(6), time: 3:27pm unknown, result 3: 145 mg/dl, date: (B)(6), time: 12:19pm unknown, result 4: 92 mg/dl , date: (B)(6), time: 7:56pm unknown, result 5: 122 mg/dl , date: (B)(6). Time: 6:49pm unknown.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: sweating and fast heartbeat. Meter was returned - reported defect not reproduced on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.